Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose of 400 mg/dl and customer alleged for possible under delivery on insulin pump. Customer was treated with insulin pump. Customer passed the displacement test but high pressure got failed. Drive support cap was normal. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime test and displacement test. However device received stuck in the motor error loop during bolus / basal delivery due to faulty force sensor resistor (gold).